Manufacturer narrative:
The insulin pump was received with intermittent blank display due to corroded battery tube. The insulin pump had missing end cap sticker and cracked case window display corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 81 mg/dl at the time of incident. The customer stated that the insulin pump went blank during self test at the time of call. The customer stated that the insulin pump was stuck at the version screen. The customer mentioned that the insulin pump was showing incorrect dates in the prime history. The insulin pump will be returned for analysis.